Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Based on assessment, the product met specifications at the time of release. Alcon lensx (site #3008772169) is no longer operational. Lensx manufactured products are maintained and investigated by the alcon research, ltd. Irvine technology center site #(B)(4)). The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported a small tag in the capsularhexis during laser assisted cataract surgery. During hydrodissection, a radial tear developed. The tear went around to the posterior capsule. The cataract was removed and vitreous presented. An anterior vitrectomy was performed and an intraocular lens was placed in the sulcus. The patient was seen the next day and was doing well with no problems.

Manufacturer narrative:
(B)(4).